Event description:
It was reported that during a laproscopic colon procedure, the device fired a scissored clip. They completed the case with the device. No pt consequence was reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.